Manufacturer narrative:
The device has been explanted and has been returned to the manufacturer where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient had intermittent benefit due to a medical problem and that the device was explanted. During explantation, excessive tissue growth and infection was found in the middle ear. No further information is available at the moment.